Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their meter is no longer sensing the blood glucose readings to their insulin pump. The customer stated that this is the reason why they may not be receiving the proper insulin amount delivered to the body. The customer did not return the product back for analysis